Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that implant was attempted but due to patient anatomy, two different leads were not implanted. No patient complications have been reported as a result of this event.